Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported getting a battery alarm several times after changing the battery. The blood glucose reading was 273mg/dl. During the call, the customer mentioned that the paramedics were called three times due to her low blood glucose. The customer did not remember the dates, and she was treated at the scene. No further information was provided.